Event description:
During IV infusion (approx 8 minutes into treatment), tubing noted to be pulled out below lowest port closest to patient. IV tubing primed prior to start of infusion with no leaks or break in system noted. Infusion stopped and replaced with new antibiotic and tubing.